Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 23g etw x 7mm pen needle EU had a damaged teardrop. No serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a review of the device history record was completed for batch# 7195604. All inspections were performed per the applicable operations qc specifications. A photo was received for evaluation. The sample in the photo appeared to have the tear drop label pushed in. The photo provided by the customer appears to exhibit damage to the tear drop label similar to prior investigations whereby the label was pushed in during transit. Although the damage to this label is not as severe as has been noted previously, the position of the tear (along the inner rim of the cover) suggests that the failure mode is similar. (B)(4) was initiated by the holdrege plant to address this, as well as other failure modes resulting in an impact to the sterility of the product. Visual inspection and leak test are performed at regular intervals during production of a batch. At the start of the shift and every two (2) hours the following samples quantities for the leak test and visual inspections occur: leak test ¿ label or cover 177 parts/test visual inspection 21 parts/test if within completion of any inspections and/or challenges, any of the above noted defects were found, the production line would stop and address the defect type and determine root cause prior to resuming the production process.

Event description:
It was reported that 23g etw x 7mm pen needle EU had a damaged teardrop. No serious injury or medical intervention.